Event description:
Healthcare professional reported "infectious costochondritis following breast implant infection after radiation therapy", "cancer, erythema, skin ulcer developed, exposing the sbi, and the wound dehisced." This record is for the left side. The device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient/device incompatibility, foreign body reaction, infection unknown onset, wound dehiscence, other medical (skin ulcer).